Event description:
A report was received that the patient had hematoma at the ipg site which was not device related and the cause was unknown. The patient underwent a revision procedure wherein the site was explored but the ipg was not touched. No device malfunction was suspected and the patient was doing well.